Manufacturer narrative:
The device will not be returned to the MFR for investigation. If add'l info is rec'd regarding this event, a follow up report will be filed.

Event description:
It was reported that the collected blood could not be transferred into the blood bag for re-infusion. No info has been rec'd regarding intervention needed for the pt. There are no adverse consequences associated with this event.